Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not received at the time of this report. A device history record has been reviewed detecting that a non conformance # (B)(4) was originated for the lot in question that can be associated to the complaint reported. No corrective action can be established since the device sample is not available to perform an investigation and determine the source of alleged defect reported. Although there is a non-conformance report that may be related to the reported complaint, the customer complaint cannot be confirmed based only on the information provided. The root cause is unknown at this time. If the device sample becomes available at a later date this complaint will be updated accordingly.

Event description:
Customer alleges that "there was water getting into the circuit from the column". The alleged defect was reported as detected during use on a patient. Customer reports no injury or consequence to patient.

Manufacturer narrative:
Qn#(B)(4). Upon receipt it was noted that the complete comfort flow system was not returned. The only component returned was the universal water column, which would be the component that could cause flooding into the cannula or breathing circuit. There were no visual signs of abuse/misuse on the column. The returned column was connected to a concha water bottle in the correct positioning and both upper and lower tubes were punctured into concha water bottle. The lower tubing filled as expected. The column was then connected to a 2416 comfort flo circuit and 2411-04 cannula using a 3lpm flow. The nasal nares were occluded allowing the pressure to build in the bottle until the comfort flo relief valve actuated representing the worst case back pressure for the system then disconnected the airflow. The column allowed the water bottle air pressure to escape through the column without pushing the column water level up to the circuit thus functioning appropriately. The check valve discs in all three valves would move as the column valves were turned from one side to the other, showing the discs themselves were free to move. Other remarks: a syringe connected to the upper tube was used to push and pull upper check valves. The column to bottle valve and the bottle to column dump valve opened and closed freely. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
Customer alleges that "there was water getting into the circuit from the column". The alleged defect was reported as detected during use on a patient. Customer reports no injury or consequence to patient.